Event description:
It was reported by the customer that their insulin pump alarmed button error and the keypad was unresponsive. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 123 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. The device had missing segments due to cracked zebra connector on the lcd. The unit had cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.